Event description:
The facility's biomed reported a fail code 814:02, which occurred during biomed testing. The biomed stated that there have been no reports of any patient incident involving this pump since last baxter service event.